Event description:
It was reported that during the implant attempt the lead was repositioned twice due to poor electrical measurements. After the two repositioning attempts there was difficulty extending/retracting the lead helix. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The analyst also commented that the helix extends and retracts within product specification.